Event description:
It was reported that the pt's programmer and recharger would "go blank" when attempting to communicate. This began in (B)(6) 2010, when the pt's ins was "moved to the stomach area." An ins overdischarge was suspected. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).